Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg implant on (B)(6) 2020, the physician was unable to insert the patient¿s lead into the either header port fully. Despite multiple troubleshooting attempts, all maneuvers were unsuccessful. To address the issue, the physician explanted the existing lead and replaced it with a new model, as well as used a new ipg. The new ipg and new lead resolved the issue.

Manufacturer narrative:
The reported incident was not confirmed. The lead was returned in good condition. The only anomaly observed was a pair of set screw marks on the terminal electrode indicating the set screw had been engaged before it was fully inserted into the header of the ipg. Despite this anomaly, the terminal end of the electrode could be fully inserted into the header of a lab standard ipg as well port 9-16 of the returned ipg. The lead passed all functional tests and displayed normal device characteristics.